Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer reported that the insulin pump had button error. The customer's blood glucose at the time of incident it was 400-500 mg/dl. The customer treated high blood glucose with the insulin pump. The customer reported that they received no delivery alarm and no delivery alarm did not occurred during manual prime. The customer reported that event was resolved by changing infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot and cracked case reservoir tube window corner.